Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that shaft break occurred requiring additional intervention. A 3.00 x 12 mm quantum? Maverick? Balloon catheter was selected for treatment of a highly resistant, 90% stenosed target lesion located in the moderately tortuous and moderately calcified right coronary artery. With the assistance of a guide extension catheter, the balloon was advanced with significant resistance to the area where a previously positioned non-boston scientific sent was poorly apposed. After several dilations, the delivery shaft was noted to be broken within the guide catheter. Anchoring with a 2.00 mm non-compliant balloon was necessary in order to remove the device. The procedure was completed with another of the same device without any harm to the patient.

Event description:
It was reported that shaft break occurred requiring additional intervention. A 3.00 x 12 mm quantum? Maverick? Balloon catheter was selected for treatment of a highly resistant, 90% stenosed target lesion located in the moderately tortuous and moderately calcified right coronary artery. With the assistance of a guide extension catheter, the balloon was advanced with significant resistance to the area where a previously positioned non-boston scientific stent was poorly apposed. After several dilations, the delivery shaft was noted to be broken within the guide catheter. Anchoring with a 2.00 mm non-compliant balloon was necessary in order to remove the device. The procedure was completed with another of the same device without any harm to the patient.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR.: the device fg quantum maverick mr 3.00mmx12mm balloon was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube found a break at 68cm distal to the distal end of the strain relief. No other device issues were identified during returned product analysis. As it is not possible to test the device for navigation through patient anatomy, the complaint allegation of difficult to advance cannot be confirmed. The allegation of shaft break is confirmed. Provided media was reviewed and confirmed the reported event of shaft break. A deployed stent was visible in the proximal rca. A dilation balloon was seen in position without inflation, and subsequent withdrawal with the guide catheter suggests difficulty removing the delivery balloon, with possible separation from the delivery system. The provided media cannot confirm the allegation of catheter difficult to advance.